Event description:
It was reported that the implantable cardiac monitor (icm) was implanted a year ago, but the battery was showing it was almost depleted. The icm was being monitored. The patient was stable.